Event description:
It was reported that there was unipolar impedance of 328 ohms which was higher than in bipolar at 305 ohms, over 5000 low impedance paces, and a polarity switch. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.